Manufacturer narrative:
Product event summary: the controller and two batteries (B)(4) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. As a result, the suspected power switching event could not be confirmed. Analysis of the event log file revealed a controller power up event on (B)(6) 2019 at 04:57:44. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 25% relative state of charge (rsoc), and (B)(4) was connected to power port two (2) with 21% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for 12 seconds. The continuous ¿no po wer¿ alarm is generated when both power sources are disconnected from the controller. As a result, the reported loss of power and power disconnect alarm events were confirmed. A power source lubrication procedure was performed on (B)(6) 2018 on (B)(4) and on (B)(6) 2018 on (B)(4). A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 11-dec-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 11-dec-2017. Labeled for single use? No . (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 11-dec-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 16-jul-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in bed when the controller alarmed with two batteries attached and then unexpectedly lost power. The patient was able to attach new power sources and the alarm resolved. Power switching was suspected. Log files indicated a double power disconnect with a pump stop of approximately 17 seconds. The controller and batteries remain in service. No patient complications have been reported as a result of this event.